Event description:
It was reported that the day after unrelated lead replacement surgery, the patient complained of diaphragmatic stimulation. It was noted that the device dropped in the pocket. The device was put in a surgical pouch and sutured to the skin. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.